Event description:
The surgeon reported via the sales rep that on the (B)(6) 2011, he placed the prosthesis, but that the conus protector was missing. No adverse consequences reported.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states.